Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with a ruptured aneurysm which had previously been treated with an endurant stent graft. The initial CT could not identify the endoleak, but the abdomen had blood throughout. The aneurysm is currently 7 cm in diameter. It was noted that the patient had been stable throughout. An angiogram was then performed and a type ib endoleak was identified in the ipsilateral limb of the endurant stent graft bifurcate. An iliac extension was placed, but was only able to gain an additional 5 mm of seal and the leak persisted. The right hypogastric artery was then coiled and another iliac extension was placed into the right external iliac artery and a leak could no longer be seen. This reportedly resolved the event. The physician stated that the case of the type ib endoleak was due to patient anatomy; specifically, the continued dilation of the iliac artery. The physician stated that the event was not related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.